Event description:
Additional information has been received that the lens haptics was bent and the lens has been explanted following the initial procedure. While implanting the 1st replacement lens the haptic torn and the lens was removed on same procedure and surgery completed with new lens. The patient experienced vision impairment and the patient's issues resolved to subjective blurred vision. Additional information received that dislocation of iol was observed. There are two medical device reports associated with this file. This report is for lens with event bent haptic.

Manufacturer narrative:
Additional information provided in a.2., a3.a, b.2., b.3., b.5., d.1., d.4., d.5., d6a, d6b, d.10., h.3., h.6. And h.11. The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned photo shows what appears to be implanted iol. The reported complaint cannot be confirmed based on the returned photo. The complainant states the use of company cartridge, company delivery system and non-company as a viscoelastic; this is not a qualified combination for use with the associated product. The root cause for the reported complaint "dislocated iol, iol explanted, blurry vision, visual impairment" could not be determined. The reported complaint "bent haptic" was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(6).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after implantation it was noticed that the posterior haptic was defective. The iol was explanted during initial procedure. Additional information has been requested.